Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has gone to the hospital twice and believes the insulin pump is not delivering insulin. The customer's blood glucose was 747 mg/dl at the time of incident. The customer's current blood glucose is 274 mg/dl. The customer was admitted to the hospital on (B)(6) 2017 at 8:00am. The customer felt nauseated and had thirst. Prior to the hospitalization, the customer got the insulin pump wet at the beach. The insulin pump was in the water for ten minutes. The customer reported that they were hospitalized due to diabetic ketoacidosis. The customer declined troubleshooting for leaks or air bubbles in the tubing and reservoir, infusion set or site issues. Troubleshooting was performed and the insulin pump was working as designed, however the customer would like the insulin pump replaced. Nothing further reported.